Manufacturer narrative:
The device was received for evaluation. During functional testing, an defective keypad, decimal, 4, 5, and 6 are inoperable occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a defective keypad, entire row of decimal point, and keys 4-5-6 were inoperable before use at the intensive care unit department. There was no patient involvement. No additional information is available.